Event description:
The customer alleged they received a questionable prolactin result on their elecsys 2010 analyzer for one patient. The samples before and after the discrepant sample were repeated with matching results. The patient's initial prolactin result from a secondary tube was 0.066 ng/ml accompanied by a data flag and it was reported outside the laboratory. The patient's sample was not hemolysed, lipemic, or icteric. The repeat result was 7.34 ng/ml. The patient was not adversely affected by this event. The prolactin lot number was 169101 and the expiration date was not provided.

Manufacturer narrative:
A root cause could not be determined with the information provided. The quality control data were within range. It was noted the calibration was passed the recommended renewal date. The analyzer message history did not show any issues.

Manufacturer narrative:
This event occurred in (B)(6).